Manufacturer narrative:
Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection, abscess pus, face turning purple, lump, redness, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining probable cause of this event. Device labeling. Precautions: as with all transcutaneous procedures, juvederm ultra plus injectable gel implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: per table 1. Injection-site responses by maximum severity occuring in >5% of treated subjects (number/% of subject nlfs) possible injection-site responses post juvederm ultra plus injection include: redness, pain/tenderness, firmness, swelling, lumps/bumps, and discoloration .

Event description:
Healthcare professional reported approximately 2 months after injection in an unspecified locations with juvederm ultra plus and juvederm voluma xc, the patient developed a lump in the outer right cheek. A few weeks later the cheek became tender. The patient was assessed and the healthcare professional "expressed pus" from the site. The patient was prescribed bactrim and rifampin. Three days later the patient called the office to report that their face had turned purple and the nodule continued to express odorous pus. The patient was assessed three days later and the healthcare professional performed incision and drainage of the right cheek abscess site. The patient was prescribed additional cleocin and rifampin. The "infected" incision/drainage site was packed with "iodofoam gauze"; the patient returned twice for wound care and a prescription for bacitracin ointment. Five days later the patient called the healthcare professional stating that the redness and swelling improved but they can still feel a "very hard small nodule". This is the same event and the same patient reported under MDR ID #3005113652-2014-00357 (allergan complaint pr# (B)(4)). This MDR is submitted for the second suspect product, juvederm ultra plus, also a device manufactured by allergan.